Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, a balloon pinhole ruptured upon first inflation at nominal pressure of 6 atmospheres. The device was removed from the patient's body without any problem and the procedure was completed with a different device. No patient injury was reported, and the patient was in good condition after the procedure.